Event description:
It was reported that the pt passed away on (B)(6) 2010 due to pulmonary edema.

Manufacturer narrative:
It was reported by (B)(6) that the pt passed away on (B)(6) 2010. The (B)(6) coroner's office in (B)(6) confirmed the date of death and reported the cause of death to be pulmonary edema. The coroner's office reported that the pump was not with the pt at the time of arrival. Attempts to contact pt's family members have been unsuccessful. The pump has not been returned to animas. If the device is returned or additional information regarding the pt's death is obtained, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.